Event description:
It was reported that the patient underwent an original implant surgery for an inflatable penile prosthesis (ipp), due to an unspecified reason. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated to reflect additional information. Updated to reflect code 2199.

Event description:
It was reported that the patient underwent an original implant surgery for an inflatable penile prosthesis (ipp), due to an unspecified reason. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient underwent the original ipp implantation surgery, due to erectile dysfunction caused by diabetes. It was also noted that the patient was recovering after the procedure.